Event description:
The tips of two isola set screw hex drivers broke off of the instruments when attempting to loosen and remove two set screws. An additional drive was available and the set screws were removed without issue. The broken tips were lodged in the removed set screws which were kept for the patient. Both drivers were catalog# 205050, lot numbers are unknown.

Manufacturer narrative:
The two drivers are not available for evaluation and the lot numbers are not available. Without lot numbers, reviews of manufacturing records cannot be completed. Without product samples, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of product samples, lot numbers, or an observed trend, this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and products evaluated.

Manufacturer narrative:
The drivers minuts the broken tips are being returned for evaluation. A follow up report will be filed upon receipt of the drivers and completion of the evaluations.